Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit functioned properly. Unit received with minor scratched lcd window, broken reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone call that reservoir and battery compartment were damaged. Customer's blood glucose was 300 mg/dl. Customer had an emergency room visit on (B)(6) 2016 with blood glucose of 435 mg/dl. Customer had symptom of vomiting. Customer's emergency room visit was due to nausea and hyperglycemia and possibly the beginning of diabetic ketoacidosis. Customer was treated with manual injections. Customer received a no delivery alarm while at the hospital. Customer was wearing insulin pump at the time of emergency room visit. Troubleshooting could not be done as customer changed set.